Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic supracervical hysterectomy. Event description: the plastic tore off the ring losing pressure and a second product was opened. They noticed it right away upon insufflating the abdomen. Additional information provided by company representative on 05may2026: it was not a robotic case. Additional information provided by company representative on 08may2026: the leakage occurred at the beginning of the procedure. They believe the leakage occurred in between the sheath and ring where it was disconnected. The leak did not occur only when instrumentation was placed through the trocar lap instruments were used during the procedure, but did not use as they did not gain pneumo with defective disconnection of sheath from ring. No, they did not observe a component separate from the sleeve/trocar seal when leakage occurred. No, the surgeon did not attempt to resolve the leakage as it was clearly disconnected 15 pressure and high flow. Unknown whether there are any damages on the gelseal cap pictures not available, was redbagged this was not a robotic procedure unknown at what point did the sheath separation occur (during insertion, mid-procedure, during removal), noticed when insufflated unknown if the sheath detached from white or purple inner ring. Type of intervention: a second product was opened. Patient status: no injury indicated.